Event description:
It was reported that the outer sleeve was found defective during tray set up. There was no patient involvement with this instrument. It was noticed during set up that the outer sleeve in question was not working appropriately with the 2 inner tubes. The inner sleeves were not able to be fully inserted into the outer tube, and when attempted to remove and take the tubes apart, they would remain stuck. This complaint involves four (4) devices. This report is for one (1) unk - guides/sleeves/aiming: sleeve this is report 2 of 4 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. This report is for an unknown guides/sleeves/aiming: sleeve/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.